Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging a 'meter or strip problem' message issue with the one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had a 'meter or strip problem' message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Follow-up #1 (submission 12/12/2012)-device evaluation: lifescan received the meter with the complaint on (B)(4) 2012 and completed device evaluation on (B)(4) 2012. Investigation confirmed the "error 1, error 2, and error 4" messages in the meter's error log; however, the error message was not reproducible during testing.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.